Event description:
The pt experienced a shocking/jolting, a loss of therapeutic effect and a loss of stimulation. The pt experienced the shocking/jolting when she increased the stimulation. There was no known accident of incident. Impedance measurements were normal. The pt was re-directed to her healthcare professional.

Manufacturer narrative:
(B) (4).